Manufacturer narrative:
Reporting facility and intital reporter were not provided in the maude submission. Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported approximately>100 ml of blood loss during a routine plasma exchange on a spectra optia device. Per the customer, the connector (luer) between the apheresis set and the warmer tubing set began to vibrate and caused blood to leak out via the threaded connection, but the operator did not observe a complete separation of the line. Per the operator the connection was very tight, and when the leak was discovered, the connection was found to be "finger tight'. The operator re-tightened the connection and monitored the remainder of the procedure. It was reported that there were no changes in the patient's hemoglobin (hgb) or hematocrit (hct) during the procedure. Patient was reported to be stable throughout the procedure and no medical intervention was required. Patient ID and weight are not available at this time. This event was found in maude report (B)(4). The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Reporting facility and intital reporter were not provided in the maude submission. Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no other reports worldwide. Root cause: a root cause assessment was performed for the blood loss to the patient. Based on the customer's statements, the luer connection between the blood warmer tubing and the disposable set was loose resulting in blood leak.

Event description:
The customer reported approximately 100 ml of blood loss during a routine plasma exchange on a spectra optia device. Per the customer, the connector (luer) between the apheresis set and the warmer tubing set began to vibrate and caused blood to leak out via the threaded connection, but the operator did not observe a complete separation of the line. Per the operator the connection was very tight, and when the leak was discovered, the connection was found to be "finger tight'. The operator re-tightened the connection and monitored the remainder of the procedure. It was reported that there were no changes in the patient's hemoglobin (hgb) or hematocrit (hct) during the procedure. Patient was reported to be stable throughout the procedure and no medical intervention was required. Patient ID and weight are not available at this time. This event was found in maude report#:19688862. The collection set is not available for return because it was discarded by the customer.